Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified left main artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst, and protector tip problem was noted. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good post procedure.

Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 4.00mm x 12mm balloon catheter was returned to the complaint investigation site (cis). A visual and tactile inspection found no issues were noted with the shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion identified a 0.7cm tear in the outer lumen of the distal shaft approximal 2.6cm from the distal tip. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Microscopic inspection of the inner lumen identified stretching with the proximal marker band pulled proximally. Tip showed no signs of tip damage.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified left main artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst, and protector tip problem was noted. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good post procedure.